Event description:
It was reported that the asymptomatic patient presented for follow-up. Upon interrogation, the right ventricular lead was not capturing at max output and exhibited high capture threshold. Fluoroscopy revealed that the lead had dislodged. On (B)(6) 2017, the patient presented for lead revision. During the procedure, the lead helix was unable to deploy back out so it was explanted and replaced. Patient was stable before, during, and after the procedure.